Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for surgery: sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, odorous vaginal discharge, diarrhea, constipation and depression. It is reported that the patient¿s infections have become resistant to antibiotics. It was reported that the patient underwent partial mesh explant surgery on (B)(6) 2008 and (B)(6) 2008. It was reported that the patient was treated or pelvic pain, urinary incontinence with frequency and urgency on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.